Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and other non-malignant pain. It was reported that there was an alleged over discharge. None of the external devices were able to communicate with the implantable neurostimulator (ins). The patient was feeling stimulation and they felt a jolt at the ins site occasionally for the last 2-3 weeks (B)(6) 2016). The last successful recharger session was reported to be on (B)(6) 2016. This date was confirmed by the recharging statistics. The patient had been unable to recharge in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.